Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a revision procedure wherein addition lead was added and ipg was replaced with an MRI compatible device. The explanted ipg will not be returned due to hospital policy.